Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer that their insulin pump was turning off and on without alarming low battery. Customer was advised to use approved batteries in device. Customer's blood glucose level was 171 mg/dl at time of reporting. Nothing further reported.